Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient came for a magnetic resonance imaging (MRI) scan. Post scan, the implantable cardioverter defibrillator showed a decreased battery longevity estimation on two interrogation attempts. The device also exhibited post-paced t wave oversensing. 24 hours after the interrogation, another interrogation was done revealing that the battery longevity estimation had returned to normal. Programming changes were made to address the oversensing, and the patient was in stable condition.